Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa). The 5.5x100 mm supera self expanding stent (ses) was deployed and the nose cone separated after deployment and was in the struts of the stent. A covered stent was placed over the tip and the procedure was completed. Reportedly the physician did not rotate the system lock and deployment lock into the locked position. Another supera was used to complete the procedure. No additional information was provided.